Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on march 21, 2013. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: the root cause could not be identified. The following cause is presumed from the investigation result. · since it is found from the manufacture date that this product is the one before design change of the power switch, it is presumed that the power switch was damaged because the operating force amount and frequency during application of the power switch exceeded that expected. As more than 7 years have passed since delivery of this product, it is presumed that the slide switch wore out due to long-term repeated use. Since the high intensity mode is detected by the slide switch, it is presumed that the high intensity mode cannot be detected and set due to wear of the slide switch. It is presumed that the event occurred because the user installed the lamp other than the recommended one, i.e. The lamp not specified by olympus, without noticing description of the instruction manual, or ignoring it. It is presumed that the event was caused by aging degradation of the lamp due to long-term use. It was confirmed that the design change was carried out to improve the durability of the power switch. Countermeasure-products have been shipped since december 11, 2013.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was confirmed. Olympus testing found that the main switch was broken and required an upgrade. Additionally, it was found that the scope socket switch is worn causing the inability to maintain high intensity mode and requires replacement. Olympus performed service by equipping the device with replacement parts and the device passed all functional testing.

Event description:
The user facility reported that the power button on the clv-s190 is pushed way up in the machine and it won't retract so the device cannot be turned off or on. There was no patient involvement associated to this report.